Event description:
Reporter alleged obtaining a discrepant blood glucose result of 159 mg/dl on the aviva system compared back to back with a result of 300-399 mg/dl on the doctor's meter when testing was performed less than 10 minutes apart. Reporter stated she felt hyperglycemic symptoms during the time of testing. Reporter stated she self-treated by taking her normal 65 units of lantus and 4 mg of amaryl. Reporter stated the doctor increased her insulin medication. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.